Event description:
During a percutaneous transluminal renal angioplasty (ptra), to the left renal artery, there was resistance encountered while advancing the palmaz (p1006e) to the target lesion over the guidewire and the stent slid from the mounted position. The vessel contained mild tortuosity, no calcification, and 90% stenosis. The size of the vessel is unk. The lesion was accessed through the right common iliac artery. The palmaz (p1006e) was prepared as per the info for use. A percusurege (medtronic/size unk) guidewire was inserted across the lesion via a guiding catheter (6fr, flexor sheath/cook). The target lesion was not pre dilated with another balloon. The stent delivery sys was withdrawn into the guiding catheter and both withdrawn from the pt's body. The stent did not remain in the pt's body. After the sys was withdrawn, a balloon catheter (amiia, 7mm x 15mm/cordis) was used as predilation and 2 palmaz (p1506e and p1505e) stents were placed in the target lesion. The procedure was successfully completed. There were no adverse consequences to the pt. The prod was clinically used.

Manufacturer narrative:
During a percutaneous transluminal renal angioplasty (ptra), to the left renal artery, there was resistance encountered while advancing the stent delivery sys to the target lesion over the guidewire and the stent reportedly moved on the balloon but did not dislodge. The stent delivery sys was removed without difficulty. The vessel contained mild tortuosity, no calcification, and 90% stenosis. There was no reported pt injury. A device history record review was performed and showed that this lot of prod's met all requirements per the applicable mfg quality plan (mqp), including stent retention values. This review was extended to subassembly with lot # 0301070392. This review confirmed that subassemblies met all requirements per the applicable mqp as well. With the limited amount of info available and without the return of the prod or films of the procedure it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have contributed to the reported event.